Manufacturer narrative:
(B)(4)

Event description:
Reported by the complainant as follows: call from pharmacist late on friday afternoon to ask if kaltostat dressing could be left in a wound. One of the hospital cardiologists had left part of a kaltostat 7.5cm x 12cm dressing in a patient 2 weeks ago, when replacing a cardiac pacemaker and wanted to know if the dressing could be left in place long term. I explained that the dressing should not be use as a surgical sponge, supplied the pack insert with instructions for use and the (B)(4) study regarding kaltostat biodegradation (by e mail and by post) and gave the pharmacist the contact name of our medical director in case the cardiologist wanted to talk with him. The pharmacist said that the cardiologist did not think that it would be difficult to remove the dressing and would probably do so.